Event description:
Information was received from a patient's representative regarding an external device. Caller said that the pt's scs handset was out of program so they couldn't use the device. Caller said that they had a ID card with a number of(B)(4) and an implant date of (B)(6) 2021. Caller said that they had no other ID card. Agent understood that the device was from another manufacturer. Caller denied having a communicator or any other external equipment for the device. Caller then said that the handset was an apple iphone. Caller then confirmed that the manufacturer was abbott. Agent provided the abbott neuromodulation phone number to the caller and then transferred the caller to abbott neuromodulation. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".